Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #: (B)(4).

Manufacturer narrative:
H3: returned device evaluation, lens was returned in a micro-centrifuge vial and dry. Visual inspection found the optic torn and haptic bent. Dimensional inspection found the lens within specifications and functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -12.5/2.5/087 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced excessive vaulting and refractive surprise. On (B)(6) 2023 the lens was exchanged with a same length but different power lens and implanted vertically. This resolved the problem. The cause of the event was reported as unknown.